Event description:
It was reported there was an alarm and a change in therapy effect. There was a return of patient symptoms. When the patient had relocated the pump ran ¿real low¿ at the time and the patient got really bad back pains. It was thought the patient had pneumonia. The patient was sent home and the next day he was fine. The next day there was an appointment with pain management and the patient was told the pump was empty. The patient had kept hearing a beep and didn¿t know what it was. The appointment wasn¿t set before to avoid running out of medication. The pump had always been used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).